Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported after the iron man guide wire was unpackaged, it was noted that the coating was coming off the guide wire. The device was not used and there was no patient involvement and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction - it was initially reported that the device would not be returning for analysis; however, the device was returned.: the device was returned for analysis. The reported peeled coating was confirmed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling during unpackaging resulted in the reported peeling/noted scratched coating and the noted stretched coils. There is no indication of a product quality issue with respect to manufacture, design or labeling.